Event description:
It was reported that during the surgery, they could not close the jaw before insert into trocar. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # 383a59. Additional information: this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photo provided. It was observed an echelon device inside of a plastic bag. In addition, the device jaws were observed to be bent. Based on the photo the event described is confirmed, however, no conclusion or root cause could be determined. Investigation summary: the device along with a photo was returned for evaluation. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with a bent anvil and with no reload present. In addition, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformance's related to the reported complaint condition were identified.